Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin squirting out during manual prime process. Drive support cap was normal. Customer¿s current blood glucose was 126mg/dl. Customer performed displacement test and did not passed. Customer advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for prime or fill anomalies due to compromised force sensor system alarm. Device received with normal operating current. Device passed self test. Device passed off no power test.